Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that no change to the system will be made. The patient did not want a new device implanted and at this time the device remains implanted.

Manufacturer narrative:
A request was made to technical services for the exact values for the shock lead impedances. Technical services discussed that the value is > 2000 ohms since the implant. Technical services also discussed the fact that with the current situation the device is unlikely to be able to deliver shock therapy if needed by the patient. At this time the system remains implanted. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that this device displayed high out of range shocking impedances. This device currently remains implanted and no adverse patient effects were reported.